Event description:
Pt admitted with cholecystitis and was sent to the o.r. For a laparoscope cholecystectomy and umbilical hernia repair. Post op pt received a blood transfusion. A crack was noted in the IV tubing and blood backed up the tubing and leaked out of crack. Set up was taken down and discarded.